Event description:
Complaint indicated that the head section was drifting. No injuries reported.

Manufacturer narrative:
Technician found bed in bed shop with head section drifting due to open valve. Replaced valves to resolve this issue. Bed is back in use.